Event description:
While changing the effluent drainage bag, the computer screen on the prismaflex crrt (continuous renal replacement therapy) machine froze, causing a scale malfunction that shut off the blood pump. I was unable to restart the blood pump after attempting to "retest" the scale function several times. The patient lost approximately 200 cc's of blood remaining in the system. This filter had been up and running only 15 hours prior to this.